Event description:
(B)(4) received from the sales rep. Informed that: "patient was seen in office on (B)(6) and had her valve adjusted to 7 from 8. The in office clinician felt the post procedure xray showed 7 and sent the patient home. The patient returned to the e.r. On (B)(6) due to extreme drowsiness and vomiting. The pa was unable to verify the setting with the tms kit. The tms indicator didn¿t toggle and wouldn¿t move from the number 3. She attempted several times. I brought in another tms kit and the valve cutout tool. The pa marked the skin to using the valve cutout and located the center of the valve (the target) and verified on three occasions to setting 4. The valve was verified the previous day by xray to be at a setting of 7. The valve changed settings inadvertently from 7 (previous day) to 4. The pa decided (since CT scan showed enlarged ventricles) to reprogram to setting of 3 which was verified with (new tms tools) and by xray. Patient was admitted to obs and was reprogrammed to setting of 7 on the morning of (B)(6). This setting was verified by tms tools and xray. Patient has improved and went home on 5/21. The valve remains implanted for now. The tms kit will be returned for evaluation." 6/20/14 additional information received from customer: the certas valve is still implanted at setting of 7. Pt. Is doing well.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted at this time.